Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly and the instrument jammed. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.